Event description:
Loss of integration. Implants failed in both cases and no other information was provided.

Event description:
Loss of integration. Implants failed in both cases and no other information was provided.